Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV and removal of textured devices due to product concern". The device has been explanted explanted.

Manufacturer narrative:
A review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture can not be observed as it is a physiological event.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade IV and removal of textured devices due to product concern". This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV and removal of textured devices due to product concern". The device has been explanted.